Event description:
Customer reported the expiration date on the test strip vial did not match the date on the strip box. Customer stated the pharmacy replaced the product. No treatment was received. A request was made for return product and replacement product was sent.